Event description:
Revision surgery due to patella implant dislocation. At about 2 years and 2 months post primary the surgeon decided to remove all implants and perform a full revision. The surgery was completed successfully. The surgeon commented that nothing was wrong with the implants themselves. He said it was a potential joint line issue that caused the patella to dislocate. In addition, the patient had a previous revision surgery on the (B)(6) 2023 for an exchange of poly.

Manufacturer narrative:
Batch review performed on 19 july 2024 lot 2118422: (B)(4) items manufactured and released on 24-mar-2022. Expiration date: 2027-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.